Event description:
The pt underwent an interventional procedure in 2000. The physician closed the arteriotomy with the closer tsl 6 fr device. Minimal oozing was observed following closure and a clamp was applied. The pt was transferred to the ward and the following day complained of numbness affecting their lower limb. Adequate distal pulses were detected and the pt was discharged home. Several weeks later the pt was readmitted to the hosp for investigation regarding complaints of continued numbness and pain of the lower right limb. Angiography revealed a 90% stenosis of the "cfa". The surrounding arteries appeared normal. Pta was performed with a coronary and then a peripheral balloon. When the lesion was dilated up to 12 atm, the pt complained of tension and pain. The procedure was terminated and the pt was referred to a vascular surgeon however pt refused further investigation. A cd of the second angiography was reviewed by an interventional cardiologist and revealed the stenosis to be on the medial side of the artery. Despite field reports of normal vessels surrounding the site of stenosis, thrombus appeared to be present proximal to the stenosis. Although it was not possible to determine if the site of stenosis was the site of closure, it was suggested that the vessel may have been pinched by the suture.